Event description:
Bard portacath with implanted groshong catheter was inserted. Approximately 40cm of catheter tip removed from right atrium 38 days layer. Port also removed with new porta-cath inserted without complications. Sales rep notified and products -port and catheter - maintained by safety.